Manufacturer narrative:
(B)(4). D10: offset stem, #item 00598802011, #lot 2409837. Unk femoral component, #item unknown, #lot unknown. Unk tibial component, item #unknown, #lot unknown. Unk fixation screw, #item unknown, #lot unknown. Unk tibial spacer, #item unknown, #lot unknown. Unk femoral spacers, #item unknown, #lot unknown. Unk insert, #item unknown, #lot unknown. Therapy date: (B)(6) 2025. G2: foreign source country: italy. H6: component code: mechanical (g04) - stem. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent a knee replacement revision approximately 19 years post implantation due to aseptic loosening. Attempts have been made and additional information on the reported event is unavailable at this time.